Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation, stryker observed the battery charge was not retained. In this state the device may not be able to deliver defibrillation therapy if it was needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker further evaluated the customer's device and isolated the higher off-current to the analog pcb. Further visual inspection of the pcb under magnification, thermal imaging, measurement and elimination of multiple pcb components did not result in further component isolation. The cause of the reported issue is a faulty analog pcb.

Manufacturer narrative:
Stryker evaluated the customer's device and observed the reported issue. Stryker informed the customer that their device is not repairable. The customer requested the device be returned to them. The device was returned to the customer unrepaired.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation, stryker observed the battery charge was not retained. In this state the device may not be able to deliver defibrillation therapy if it was needed. There was no patient involvement reported with the event.